Event description:
Needle detached from syringe while administering depo-provera to a patient. Ensured that syringe was attached properly after removing from package, prior to drawing up the depo. This has occurred on more than one occasion, even with special attention to tightening the needle on the syringe prior to using it. FDA safety report ID# (B)(4).